Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from a physician and became a legal case upon follow-up. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced lot of pain / severe pelvic pain and bleeding / abnormal bleeding. A hysterosalpingography was performed, which showed that one insert was not placed correctly (device dislocation). It was reported that a surgery was performed. All events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events occurred after essure insertion. Considering the nature of lot of pain / severe pelvic pain and bleeding / abnormal bleeding, a causal relationship with essure cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (proximal/distal fallopian tube or peritoneal cavity). A causal relationship between device dislocation and essure cannot be excluded. Even though the type and indication for surgery was not reported, the litigation process implies that plaintiff considered the events and the surgery as well related to essure. Therefore, this case was regarded as incident. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lot of pain / severe pelvic pain/pain,"), device dislocation ("one insert was not placed correctly"), ovarian cyst ("2 cm cyst on her ovary") and genital haemorrhage ("bleeding / abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's past medical history included migraine, headache, gravida I and parity 1. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included nickel sensitivity, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included eugynon (low-ogestrel), medroxyprogesterone (depo provera) and normensal (ortho-novum) for contraception as well as clonazepam (klonopin), duloxetine since 2004, magnesium since 2003, sumatriptan since 1985, topiramate since 2000 and venlafaxine since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("worsening migraines/migraines / headaches"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), dysgeusia ("allergic or hypersensitivity reaction type: sound, smells, metallic taste, in mouth"), parosmia ("allergic or hypersensitivity reaction type: sound, smells, metallic taste, in mouth"), cystitis ("infection (bladder/urinary tract/vaginal) type: uti's bladder infection"), acne ("rashes or skin conditions type: facial and back acne causing"), depression ("psychological or psychiatric problems condition: depressed,"), mood altered ("psychological or psychiatric problems condition: mood problems,"), antisocial behaviour ("psychological or psychiatric problems condition: antisocial"), anxiety ("psychological or psychiatric problems condition: anxious"), nervousness ("psychological or psychiatric problems condition: nervous,"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight decreased ("weight loss"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, 4 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dry mouth ("dental problems receding to gum lines,bleeding gums, dry mouth, tooth loss"), gingival bleeding ("dental problems receding to gum lines,bleeding gums, dry mouth, tooth loss") and tooth loss ("dental problems receding to gum lines,bleeding gums, dry mouth, tooth loss"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("joint pain"), hypersensitivity ("allergic like problem"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's bladder infection"), vaginal infection ("vaginitis,"), allergy to metals ("nickel allergy"), scar ("heavy scars") and pain in extremity ("pain "). The patient was treated with cilest (ortho tri-cyclen), duloxetine hydrochloride (cymbalta), gabapentin, iron, multivitamin, analgesics, botulinum toxin type a (botox), surgery (b/l salpingectomy, occlusion by filshie clip 07/20 right ovary cyst drained), surgery (b/l salpingectomy , occlusion by filshie clip 07/20 right ovary cyst drained), surgery (right ovary cyst drained), psychotherapy and psychotherapy. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, ovarian cyst, genital haemorrhage, migraine, arthralgia, hypersensitivity, menorrhagia, vaginal haemorrhage, dysgeusia, parosmia, acne, vaginal infection, female sexual dysfunction, depression, mood altered, antisocial behaviour, anxiety, nervousness, allergy to metals, headache, scar, dyspareunia, dysmenorrhoea, pain in extremity, weight decreased, vaginal discharge, fatigue, fibromyalgia, dry mouth, gingival bleeding and tooth loss outcome was unknown, the urinary tract infection and cystitis was resolving and the nausea and alopecia had resolved. The reporter provided no causality assessment for device dislocation, genital haemorrhage and ovarian cyst with essure. The reporter considered acne, allergy to metals, alopecia, antisocial behaviour, anxiety, arthralgia, cystitis, depression, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, nervousness, pain in extremity, parosmia, pelvic pain, scar, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she applied for workers¿ compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present on 2017, nature of claimed injury/disability: migrained and fibromyalgia. As a follow up of essure sterilization done on (B)(6) 2012, the right tube apparently showed spillage of the dye suspicious of nonocclusion of the right tube, hence requesting bilateral tubal occlusion with the filshie clip. On (B)(6) 2012, laparoscopic tubal occlusion by application of filshe clips diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lot of pain / severe pelvic pain/pain/pain pelvic"), device dislocation ("one insert was not placed correctly"), ovarian cyst ("2 cm cyst on her ovary") and genital haemorrhage ("bleeding / abnormal bleeding/bleeding off and on") in a 43-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's medical history included migraine, headache, gravida I, parity 1, fibromyalgia, anxiety, depressed mood and antisocial behavior. On (B)(6) 2012: hsg (hysterosalpingogram):one insert was not placed correctly. Impression: somewhat atypical tubular structure opacifies in the right adnexa. This is most compatible with opacification of the right fallopian tube and nonocclusion of right side. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included nickel sensitivity, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;norgestrel (low-ogestrel), medroxyprogesterone acetate (depo provera) and normensal (ortho-novum) for contraception as well as clonazepam (klonopin), duloxetine since 2004, magnesium since 2003, sumatriptan since 1985, topiramate since 2000 and venlafaxine since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant), 132 days after insertion of essure. In (B)(6) 2012, the patient experienced migraine ("worsening migraines/migraines / headaches"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), dysgeusia ("allergic or hypersensitivity reaction type: sound, smells, metallaic taste, in mouth"), parosmia ("allergic or hypersensitivity reaction type: sound, smells, metallaic taste, in mouth"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's bladder infection"), cystitis ("infection (bladder/urinary tract/vaginal) type: uti's bladder infection"), acne ("rashes or skin conditions type: facial and back acne causing"), depression ("psychological or psychiatric problems condition: depressed,"), mood altered ("psychological or psychiatric problems condition: mood problems,"), antisocial behaviour ("psychological or psychiatric problems condition: antisocial"), anxiety ("psychological or psychiatric problems condition: anxious/anxiety"), nervousness ("psychological or psychiatric problems condition: nervous,"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge(green,odor)") with vaginal odour, alopecia ("hair loss"), fatigue ("fatigue") and depressed mood ("psychological or psychiatric problems:depressed mood") and was found to have weight decreased ("weight loss/loss about 30 pounds"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2012, the patient experienced dry mouth ("dental problems receding to gumlines,bleeding gums, dry mouth, tooth loss"), gingival bleeding ("dental problems receding to gumlines,bleeding gums, dry mouth, tooth loss") and tooth loss ("dental problems receding to gumlines,bleeding gums, dry mouth, tooth loss"). In (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("joint pain"), hypersensitivity ("allergic like problem"), vaginal infection ("vaginitis,"), allergy to metals ("nickel allergy"), scar ("heavy scars"), pain in extremity ("pain") and anaemia ("blood or heart disorder/condition:anemia"). The patient was treated with (), analgesics, botulinum toxin type a (botox), duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin, iron, deep root cleaning, x-ray, molar extraction, psychotherapy and surgery (b/l salpingectomy , occlusion by filshie clip 07/20 right ovary cyst drained, b/l salpingectomy, occlusion by filshie clip 07/20 right ovary cyst drained and right ovary cyst drained). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, ovarian cyst, genital haemorrhage, migraine, arthralgia, hypersensitivity, menorrhagia, vaginal haemorrhage, dysgeusia, parosmia, acne, vaginal infection, female sexual dysfunction, depression, mood altered, antisocial behaviour, anxiety, nervousness, allergy to metals, headache, scar, dyspareunia, dysmenorrhoea, pain in extremity, weight decreased, vaginal discharge, fatigue, fibromyalgia, dry mouth, gingival bleeding, tooth loss, depressed mood and anaemia outcome was unknown, the urinary tract infection and cystitis was resolving and the nausea and alopecia had resolved. The reporter provided no causality assessment for device dislocation, genital haemorrhage and ovarian cyst with essure. The reporter considered acne, allergy to metals, alopecia, anaemia, antisocial behaviour, anxiety, arthralgia, cystitis, depressed mood, depression, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, nervousness, pain in extremity, parosmia, pelvic pain, scar, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she applied for workers¿ compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present on 2017, nature of claimed injury/disability: migrained and fibromyalgia. As a follow up of essure sterilization done on (B)(6) 2012, the right tube apparently showed spillage of the dye suspicious of nonocclusion of the right tube, hence requesting bilateral tubal occlusion with the filshie clip. On (B)(6) 2012, laparoscopic tubal occlusion by application of filshe clips. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (left tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Medical history were added. Event blood or heart disorder/condition: anemia, depressed mood and vaginal odor were added. Were added,onset date of event were updated. Event verbatim were updated as lot of pain / severe pelvic pain/pain/pain pelvic, psychological or psychiatric problems condition: anxious/anxiety, vaginal discharge/vaginal discharge(green), bleeding / abnormal bleeding/bleeding off and on. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a physician in the united states on 12-jul-2012 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced 2 cm cyst on her ovary, one insert was not placed correctly, bleeding, and lot of pain. No information given on patient's medical history, drug history and concomitant medication. The patient's concurrent condition included confirmed nickel allergy. On (B)(6) 2012 the patient had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2012 hysterosalpingography was performed, it showed that one insert was not placed correctly and 2 cm cyst on her ovary. The patient also experienced bleeding, 2 and lot of pain. Reporter causality: no assessment was given. This case was converted from the conceptus database into argus on 30-dec-2013. The medical content of the case was not changed. Follow up information (legal claim) received on 06-sep-2016: case considered legal case from this date forward. On (B)(6) 2012, essure was inserted for permanent contraception. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain worsening migraines, joint pain, allergic like problem and abnormal bleeding. On (B)(6) 2013, she underwent a surgery. Company causality comment: this spontaneous case report was received from a physician and became a legal case upon follow-up. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced lot of pain / severe pelvic pain and bleeding / abnormal bleeding. A hysterosalpingography was performed, which showed that one insert was not placed correctly (device dislocation). It was reported that a surgery was performed. All events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events occurred after essure insertion. Considering the nature of lot of pain / severe pelvic pain and bleeding / abnormal bleeding, a causal relationship with essure cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (proximal/distal fallopian tube or peritoneal cavity). A causal relationship between device dislocation and essure cannot be excluded. Even though the type and indication for surgery was not reported, the litigation process implies that plaintiff considered the events and the surgery as well related to essure. Therefore, this case was regarded as incident. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lot of pain / severe pelvic pain/pain,"), device dislocation ("one insert was not placed correctly"), ovarian cyst ("2 cm cyst on her ovary") and genital haemorrhage ("bleeding / abnormal bleeding") in a 43-year-old female patient who had essure (batch no: 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's past medical history included migraine and headache. Concurrent conditions included nickel sensitivity. Concomitant products included eugynon (low-ogestrel), medroxyprogesterone (depo provera) and normensal (ortho-novum) for contraception as well as clonazepam (klonopin), duloxetine since 2004, magnesium since 2003, sumatriptan since 1985, topiramate since 2000 and venlafaxine since on (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced migraine ("worsening migraines/migraines / headaches"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), dysgeusia ("allergic or hypersensitivity reaction type: sound, smells, metallaic taste, in mouth"), parosmia ("allergic or hypersensitivity reaction type: sound, smells, metallaic taste, in mouth"), acne ("rashes or skin conditions type: facial and back acne causing"), depression ("psychological or psychiatric problems condition: depressed,"), mood altered ("psychological or psychiatric problems condition: mood problems,"), antisocial behaviour ("psychological or psychiatric problems condition: antisocial"), anxiety ("psychological or psychiatric problems condition: anxious"), nervousness ("psychological or psychiatric problems condition: nervous,"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss") and fatigue ("fatigue,"). In april 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In may 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, 4 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2012, the patient experienced dry mouth ("dental problems receding to gumlines,bleeding gums, dry mouth, tooth loss"), gingival bleeding ("dental problems receding to gumlines,bleeding gums, dry mouth, tooth loss") and tooth loss ("dental problems receding to gumlines,bleeding gums, dry mouth, tooth loss"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("joint pain"), hypersensitivity ("allergic like problem"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's bladder infection"), cystitis ("infection (bladder/urinary tract/vaginal) type: uti's bladder infection"), vaginal infection ("vaginitis,"), allergy to metals ("nickel allergy"), scar ("heavy scars"), nausea ("nausea,"), pain in extremity ("pain "), weight decreased ("weight loss") and vaginal discharge ("vaginal discharge"). The patient was treated with cilest (ortho tri-cyclen), duloxetine hydrochloride (cymbalta), gabapentin, iron, multivitamin, analgesics, botulinum toxin type a (botox), surgery (b/l salpingectomy, occlusion by filshie clip 07/20 right ovary cyst drained), surgery (b/l salpingectomy , occlusion by filshie clip 07/20 right ovary cyst drained), surgery (right ovary cyst drained), psychotherapy and psychotherapy. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, ovarian cyst, genital haemorrhage, migraine, arthralgia, hypersensitivity, menorrhagia, vaginal haemorrhage, dysgeusia, parosmia, acne, vaginal infection, female sexual dysfunction, depression, mood altered, antisocial behaviour, anxiety, nervousness, allergy to metals, headache, scar, dyspareunia, dysmenorrhoea, pain in extremity, weight decreased, vaginal discharge, fatigue, fibromyalgia, dry mouth, gingival bleeding and tooth loss outcome was unknown, the urinary tract infection and cystitis was resolving and the nausea and alopecia had resolved. The reporter provided no causality assessment for device dislocation, genital haemorrhage and ovarian cyst with essure. The reporter considered acne, allergy to metals, alopecia, antisocial behaviour, anxiety, arthralgia, cystitis, depression, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, nervousness, pain in extremity, parosmia, pelvic pain, scar, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she applied for workers¿ compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present on 2017, nature of claimed injury/disability: migrained and fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: sound, smells, metallaic taste, inmouth. Infection (bladder/urinary tract/vaginal) type: uti's bladder infection, vaginitis, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depressed, mood problems, antisocial,anxious/nervous, rashes or skin conditions type: facial and back acne causing, migraines / headaches, heavy scars, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, weight gain / loss specify which one: weight loss, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.